Event description:
A malfunction was reported with the customer's pump, resulting in a blood glucose level of 509 mg/dl. The customer managed the high blood glucose through a corrective injection and did not require third-party assistance. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.